Event description:
Caller reportedly received the following results on an compact meter, compared to a professional meter, within 10 minutes: 1.5 mmol/l and 1.8 mmol/l (compact) vs 9.1 mmol/l and 9.4 mmol/l (nurse's meter). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.